Manufacturer narrative:
The investigation has been completed since the original report was filed. The device was returned for investigation. Data logs showed about 10 minutes into support, the pump position was in the aorta that triggered impella position in aorta alarms. About one minute later, the pump was stopped manually. No low flow was found on the data. Visual inspection found a kink on the cannula about 15mm from the of cage and the cannula bonding sire. No other issues were found on the rest of the pump. The root cause of positioning issue was due to attempt to re-cross aortic valve wirelessly. The cannula kink most likely occurred during re-crossing the valve. H.10 the following was included on the original manufacturer device report and does not belong in the report: instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The us complainant had placed an impella cp to help with left ventricle (lv) offload. The patient was therapeutically anticoagulated but, the pump had issues with flow. The pump was noted to have migrated further into the ventricle. The flow dropped and could not be remedied by repositioning. Therefore, the pump was explanted and replaced.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it¿.